Event description:
A physician reported that the cassette produced an abnormal noise upon connection to the device and there was no aspiration during cataract surgery (without intraocular lens implantation). The procedure was completed on same day after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)